Event description:
This pt underwent simple mastectomies in 1977 with implantation of silicone gel breast implants. She has undergone multiple subsequent implant revisions since then, none of which were performed at this reporting facility, thus the MFR of the last implants are not known nor are there identifiers on the explanted implants. Gross exam: the left breast implant is ruptured and consists of a thin plastic sac and abundant sticky, stringy viscous gelatenous material free flowing into surgical towel. The right implant is intact and free from rupture.